Event description:
It was reported that the patient presented to the emergency room due to pacemaker syndrome. The device had tripped elective replacement indicator (eri), putting the patient into vvi65 pacing which made the patient feel ill. Upon interrogation, it was noted that the atrial lead had a warning for low impedance episodes. The device was removed and replaced, and the lead remains in use and will continue to be monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.